Event description:
Customer was hospitalized due to diabetes ketoacidosis. Customer states she had a clogged infusion set, and had to change the set four times. The customer also stated that she kept getting no delivery alarms. Customer had blood glucose reading of 517 mg/dl before hospitalization. Offered to troubleshoot the pump but customer declined. Customer spent the night and released the following evening. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.